Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system software was crashed repeatedly. Upon functional testing, the fse found license file needs to be updated. To resolve the reported issue, the fse updated the license file, reloaded backups. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system software crashed repeatedly, which would impact imaging. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.